Event description:
It was reported that (2) devices were used during a laparoscopic gastrectomy. It was reported by the affiliate that the 512hn gaskets tore. Another trocar was used to complete the case. There was no consequence to the pt. The devices were discarded.